Event description:
It was reported that this right atrial lead exhibited low impedance measurements, loss of capture and high pacing thresholds. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).